Manufacturer narrative:
One level 1 fast flow fluid warmer was returned for analysis in good condition with no noted physical damage. Installed device to an air bubble and fluid test fixture with d-300 tube set, powered on the water fluid and air; passing testing. Based on the evidence, there was no problem found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical level 1 fast flow fluid warmer was noted to not be infusing fast enough. There were no reported adverse effects.